Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it as determined that the burr lock assembly was damaged, and it would not secure/lock a cutter device. The burr lock assembly was disassembled, and the stainless-steel springs that allow the locking tabs to move in and out were severely rusted and crumbled causing the burr lock to not function. Reliability engineering determined that this was due to incorrect spring material. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during equipment testing, it was observed that the handpiece device was heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.